Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2014-(B)(6). (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had rising thresholds. Reprogramming was performed to increase the rv output. It was also reported that the patient's right atrial (ra) lead had intermittent far-field r-wave oversensing. The atrial sensitivity was reprogrammed. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.